Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance measurement of greater than 3000 ohms. Provocative maneuvers during troubleshooting could not produce any noise on the rv electrogram (egm) and no impedance jumps could be observed. Technical services (ts) reviewed available device data and confirmed there have been isolated high out-of-range impedance measurements. Per ts, these observations are in line with fretting. Continued monitoring via the latitude remote patient monitoring system was recommended. No adverse patient effects were reported. This rv lead remains in service.